Event description:
The customer reported low red blood cell (rbc) results on quality control and three patient samples involving the coulter lh 750 hematology analyzer. The customer stated the patient samples were mixed and reanalyzed, and recovered higher results. The customer noted the issue began after preventive maintenance (pm) was performed on (B)(4) 2012. The erroneous results were released out of the laboratory. Amended results were issued to the physician. There was no report of patient consequence or change in patient treatment associated with this event. The customer stated the laboratory biomedical engineer repaired the unit and resolved the issue. The instrument was in normal operation.

Manufacturer narrative:
Service was not dispatched as the laboratory biomedical engineer resolved the issue. The customer-supplied data indicates low red blood cell (rbc), hematocrit (hct), and lower platelet (plt) and mean platelet volume (mpv) than sample reanalysis for each patient. Initial analysis for each patient also had higher mean cell hemoglobin (mch) and mean corpuscular hemoglobin concentration (mchc) than sample reanalysis.